Manufacturer narrative:
The local area field representative was contacted for additional information. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that electrogram (egm) review was requested for this implantable cardioverter defibrillator (ICD) exhibited myopotential noise on the shock electrogram (egm) that interfered with the device feature that appropriately inhibited therapy. As a result, this ICD delivered 6 bursts of inappropriate anti-tachycardia pacing (atp) and 6 shocks, which exhausted therapy. A recent programming change to increase the vt zone to 175 bpm to prevent future inappropriate shocks. However, there are other stored non-sustained ventricular tachycardia (nsvt) events with a sudden onset at 167 bpm and the patient reported being symptomatic. With the new programming at 175 bpm, similar nsvt episodes would not be stored. Technical services (ts) recommended considering onset/stability because the episode that had delivered the inappropriate shocks was likely gradual. This ICD remains in service. No additional adverse patient effects were reported.